Event description:
It was observed that during the device evaluation, the camera head exhibited interference waves generated in the image and the camera cable was darkened and damaged. There was no patient involvement. It was reported the camera head image when shaking the image wave interference occurred. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional based on the results of the investigation, the definitive root cause of the reported failure could not be identified. It was assumed that since the camera cable was blackened and damaged, and there was a possibility that the internal ccd (charge coupled device) had broken down. Therefore, it is assumed that normal communication was not possible, leading to the occurrence of image abnormality (interference waves). Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.